Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge lock had failed, and the fridge was not accessible. The nurses were not able to pull any medications from the fridge. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator lock had failed. A field service engineer (fse) found that the central remote manager noticed the hasp was loose again during testing. The fse removed it and reapplied the adhesive. The failure could not be replicated. The customer was able to recover after completing the inventory count that was initiated during recovery. The system functioned as intended after the field service engineer repaired the device.